Manufacturer narrative:
(B)(4). This complaint for a user error was not confirmed due to unavailable sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Through baxter's investigation, the root cause was determined to be that the patient cut the catheter with scissors and then reused a contaminated transfer set. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted global technical services (gts) regarding assistance with ending therapy on the homechoice (hc) unit during use. The technical service representative (tsr) assisted the caregiver (cg) to end the therapy. The home patient (hp) had to go to the hospital, he had a hole in his catheter. There was patient involvement. No injury or medical intervention was reported at this time. Product surveillance spoke with the nurse on (B)(4) 2011 regarding the reported problem. The nurse stated that the hp did not have a hole in his catheter, "he completely cut it off with a pair of scissors because the tape was itching him and he did not want to waste the gauze." The nurse reported that the tubing did fall to the floor. The hp had his catheter replaced and started back on peritoneal dialysis (pd) therapy but still had some leaking so he is now being put on hemodialysis (hd) for a couple of weeks. The nurse then stated that when the hp temporarily went back on pd he re-used the "dirty" transfer set that had also fallen to the floor when he cut the catheter tubing and the hp now has peritonitis. The nurse stated that they did already go back over how to properly perform pd therapy with the hp and plan to do it again before he starts back on pd. The nurse did not know the manufacturer or product information of the catheter or the information about the transfer set. The nurse stated that the cause of the peritonitis was a mixture of the catheter tubing being cut and re-using the contaminated transfer set, but was probably more due to the transfer set. On (B)(4) 2011, the patient's peritoneal dialysis (pd) nurse provided the following information: the patient did not have a confirmed case of peritonitis, only cloudy effluent. On (B)(6) 2011, the patient was treated (specific treatment not reported) in the emergency room but was not hospitalized. The nurse reiterated that the cause of the cloudy effluent was the patient cutting his catheter and then reusing the transfer set that dropped on the floor. The nurse indicated the patient is currently being treated with intravenous antibiotics while on hemodialysis and is improving. The nurse did not have any further information to provide.

Manufacturer narrative:
(B)(4). A sample is not available. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted.